Manufacturer narrative:
The field service engineer (fse) found high water pressure, dirty cells, poor sample quality, and a reagent probe that needed adjustments. He replaced valves and tubes and updated the solenoid valve flow path. He performed the necessary adjustments. Quality control was performed and was acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Example 1 initial albumin result was 5.660 g/l, and the repeat result was 35.700 g/l. Example 2 initial bilirubin result was 0.216, and the repeat result was 5.16. Example 3 initial albumin result was 12.9 g/l, and the repeat result was 24.7 g/l. Example 4 initial urine albumin result was 0.701 g/l, and the repeat result was 2.5 g/l. Example 5 initial bilirubin result was 9.05, and the repeat result was 44. The unit of measure for bilirubin was not provided.